Event description:
Patient reported the menu button on the infusion device does not function. He changed the battery, but this did not resolve the issue. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The menu button does not respond. There are particles of plastic inside the housing of the menu button. The particles temporarily isolate the area of contact inside the button housing.